Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as march of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. The device is used for treatment.

Event description:
It was reported by the sales representative (B)(6) that the patient reported to her an increase in pain while wearing the unit. The patient was wearing the unit nearly 24/7 for the last week and he had increased pain to a level 7 or 8. (B)(6) explained that there are typically no negative side effects when wearing the unit but he may be more sensitive. (B)(6) advised the patient to cut down to an hour and gradually increase as he sees how he feels. The customer service representative called the patient for more details and he was at the doctor and he would follow up with (B)(6) when done. No product was shipped. No return noted.